Manufacturer narrative:
Submit date: 03/18/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
The customer returned the unit for service and upon triage, visual inspection by the technician revealed burn damage.